Event description:
The pt stated, that his infusion device began beeping and "3.00 and 77" were displayed on the display. The pt stated, that he was aware of the power pack recall and he knew to change the power pack every 2 weeks. The pt stated, that his current power pack had been in use for "20 days." The pt then stated, that the power pack had only been in use for "4 or 5 days." The patient inserted a new power pack and the infusion device functioned properly. No physiological effects were reported. Upon follow up, the pt stated he has had no further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.